Event description:
While the sequel y-connector was being used, the gasket became dislodged and hemostasis was not maintained. A pta balloon was introduced into the catheter and inflated to reestablish hemostasis.